Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial lead exhibited atrial channel oversensing and spikes in pace impedance measurements. Boston scientific technical services noted the oversensing appeared to be minute ventilation oversensing and discussed turning off the respiratory rate trend off. The device remains in service. No adverse patient effects were reported.